Manufacturer narrative:
Device was used for treatment, not diagnosis. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noted from (B)(6) that the motor device turned hot and was making an abnormal sound. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the temperature of the device was above specification, the bearings were damaged, and the cable/cord/wiring was damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device evaluation update: further investigation determined that in addition to the failures previously reported in the initial report, the device failed the following assessments at pretest: motor thermistor assessment, no short circuit between phases and connector body, no short circuit between hall sensors and connector body, no short circuit between svdc line and connector body, no short circuit between sensor gnd and connector body, safety assessment, air pump assessment, handpiece temperature assessment and hand control assessment. Furthermore, it was noted that the motor and control unit hose were damaged and was hot. If additional information should become available, a supplemental medwatch report will be submitted accordingly.